Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that there was a smell of smoke coming from the console. There was no associated procedure.

Manufacturer narrative:
Alleged failure: sparked, smelled smoke coming from unit the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf power board due to electrical components possibly exposed to fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was a smell of smoke coming from the console. There was no associated procedure.